Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) guided the customer to restart the cabinet using the power switch and then restart allinone (aio). The customer checked the populate buttons screen and found no failed drawers. The customer confirmed that the user was able to log in and submit the rxverify request, resolving the issue. The system functioned as intended after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system displayed a message stating that the drawers were offline. The user was unable to log in to issue a medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay to patient care and adverse events or injuries reported based on this incident.